Event description:
It was reported that the tubing set separated. There was no patient harm reported.

Manufacturer narrative:
The customer¿s report of a separation was confirmed however the separation was confirmed to be a break between the upper fitment and vented spike adaptor. The stress marks and uneven surfaces on the corresponding areas of breakage on the vented spike component indicate an external (lateral) application of force had been applied to the component during use. Visual inspection of the as received set found the set broken at the spike adaptor. Further visual inspection (including use of microscope) did not reveal any other damage or anomalies to the remainder of the set. Functional testing could not be performed due to the set's break. The root cause of the customer's report could not be definitively identified.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the tubing set separated.